Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "we¿ve had blood come out around the center of the white cap when flushing the end port after blood draw." It was stated this occurred on two occasions. No other information was provided. This report addresses the second event.